Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis (dka), with blood glucose levels greater than 1500 mg/dl. The customer gave the phone to the nurse, and she stated that the customer went into dka because the insulin pump was not working for a few days. The nurse stated that the customer was not feeling well enough to troubleshoot at this time, and would have him call back later. The customer began vomiting at this time. The customer called back for troubleshooting. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. No damage to the drive support cap was noted. Nothing further was reported.